Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced vomiting, dizziness, and blurred vision two days after applying the sensor to her arm. She uses the omnipod 5 (op5) system in a modified closed-loop configuration. At the time of the episode, her estimated glucose value (egv) was reported as ¿low¿ on both her app and pump, while her actual bg was elevated, though the exact value was not recalled. Despite symptomatic hyperglycemia, the patient consumed orange juice in an attempt to treat what appeared to be hypoglycemia based on cgm readings. Following this, the egv continued to display ¿low¿ on both the app and pump. Due to worsening symptoms, her spouse transported her to the emergency department (ed), where her bg was measured at over 1200 mg/dl, while her cgm continued to report ¿low.¿ she was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). Treatment included an insulin infusion and IV fluids. The patient remained hospitalized until (B)(6) 2025, after which she was stabilized and discharged. During the follow-up call, the patient reported being in good condition, though still in recovery. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. There were no reported glucose values available to search within the parkes error grid calculator when the patient was in the ICU but each reading showed a gradual decrease in glucose levels, dropping approximately 50 mg/dl per check. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. Confirmation of the allegation was undetermined; the probable cause could not be determined. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.